Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5141428. No abnormalities were observed after reviewing preventive maintenance, calibration, and equipment. Conclusions - bd was unable to confirm the customer's indicated failure mode. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. If a sample is returned after this time, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that the cannula of the suspect device broke while inside the patient vein. An experienced nurse inserted the device, noting the insertion was simple and "clean" and did not requiring maneuvering in the vein. She collected blood and then tried to flush the device with nacl 0.9% but felt resistance and noted the site started to swell. No more than 2ml of nacl had been flushed into the site. She immediately removed the device and it was found broken. The patient had an ultrasound and x-ray of the left hand and wrist which confirmed the presence of a foreign body of approximately 1.1mm. The patient had surgery to remove the broken cannula.

Manufacturer narrative:
Device evaluation: result - the customer provided 6 photos for evaluation. The photos showed about 1/3 of the tubing of the catheter broken off from the catheter. Conclusion - bd was able to confirm the customer's indicated failure mode. A potential root cause is the catheter was cut by a sharp object. The manufacturing process was reviewed and there is no process in the manufacturing facilities could have caused this nonconformance. If the defect occurred in the manufacturing facility, the nonconformance would have resulted from a lie distance failure. There is 100% in-line lie distance inspection system to detect and reject catheter spear through and lie distance failure. An absolute root cause for this incident cannot be determined as a sample was not returned for evaluation.